Event description:
During a laparoscopic gastric bypass procedure, the generator alarmed with error 5, instrument error, towards the end of the procedure. The surgeon was able to complete the case without the instrument. While cleaning the instrument after the case, the sales rep stated that the active blade fell off when touched. There was no patient consequence.